Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The peritonitis was manifested by abdominal pain, cloudy effluent, vomiting and fever. The patient was hospitalized for the reported event. The treatment for the peritonitis included amikacin and vancomycin (dose, route, and frequency not reported). Retraining of proper aseptic technique was initiated. The patient again experienced cloudy effluent and was started on fluconazole (dose, route, and frequency not reported). The patient was reported to be scheduled for a re-insertion of a pd catheter, but during additional follow up, it was clarified that the patient was switched to hemodialysis therapy and the pd catheter was removed. The outcome of peritonitis was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.